Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01337. It was reported, the patient lost stimulation therapy from his scs system. A sjm representative met with the patient and a system diagnostics revealed multiple lead contacts with high impedances. The representative was able to regain stimulation coverage via reprogramming of the patient's scs system, however the issue reoccurred and the patient lost stimulation therapy again. Follow-up identified the patient had his scs system removed.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01337.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01337.